Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the events and the treatment procedure seems possible. The injection technique may have contributed to the events. The events are addressed in the labeling. Eschar is not explicitly mentioned in the labeling but could be secondary to a possible ischemia. The case is assessed as serious and reportable to competent authority due to the performed intervention to potentially prevent permanent damage to body structure. Distribution comment: the case was submitted to (B)(6) on 03-oct-2016 and distributed for potential cross-reporting on 04-oct-2016. Corrective action: the events are already addressed in the labeling. Eschar is not explicitly mentioned in the labeling but could be secondary to ischemia. No corrective or preventive action will be initiated. Manufacturer evaluation: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14069-1.

Event description:
(B)(4) is a spontaneous report sent on (B)(6) 2016 by a physician which refers to a female aged (B)(6). Follow-up information from (B)(6) 2016 is also included. The patient has no relevant medical history and was not taking any concomitant medication. No history of previous hyaluronic acid injection. On (B)(6) 2016, the patient was injected with 2 ml restylane lidocaine (lot 14069-1) on her malar (medium third) and mandibular areas (1 ml on each side) using the provided needle. According to the reporter, the product was injected in a first moment in a deep intradermal plan and then in a more superficial one. On the same day, on (B)(6) 2016, the patient experienced severe, pruritus(implant site pruritus) at the malar and mandibular areas. On the same day, on (B)(6) 2016, the patient experienced severe, subcutaneous nodules(implant site nodule) at the right malar. One (1) day later, on (B)(6) 2016, the patient experienced severe, hardening(implant site induration) at the malar and mandibular areas. One (1) day later, on (B)(6) 2016, the patient experienced severe, edema(implant site oedema) at the malar and mandibular areas. One (1) day later, on (B)(6) 2016, the patient experienced severe, eschars(eschar) at the malar and mandibular areas. One (1) day later, on (B)(6) 2016, the patient experienced severe, vascular occlusion(implant site ischaemia) at the malar and mandibular areas. The adverse events started on (B)(6) 2016, lasted 15 to 18 hours, and affected the left malar area. In addition to the adverse events reported at the initial report, the reporting physician informed that the patient had also experienced subcutaneous nodules in the right malar region. The patient was evaluated by physician on (B)(6) 2016 in the morning, and then went to the emergency room at 02h00pm ((B)(6) 2016), where she was injected with hyaluronidase 200iu [hyaluronidase] around the affected area. As additional corrective treatment she was also prescribed with clarithromycin [clarithromycin]500mg (oral use) every 12 hours, aas 325mg [acetylsalicylic acid], prednisone 60mg [prednisone] and cilostazol 50mg [cilostazol]. The reporting physician supposed that a superficial vascular occlusion might have happened. She was 2 hours under observation at the emergency room, and at 05h30pm she returned to the reporting physician's consulting room. No laboratory examination has been performed. The physician has assessed the severity as moderate/severe, and the causality as possible. At the time of the report the events were improving.

Manufacturer narrative:
Pharmacovigilance comment: a causal relation between the events and the treatment procedure seems possible. The injection technique may have contributed to the events. The events are addressed in the labeling. Eschar is not explicitly mentioned in the labeling but could be secondary to a possible ischemia. The case is assessed as serious and reportable to competent authority due to the performed intervention to potentially prevent permanent damage to body structure. Corrective action: the events are already addressed in the labeling. Eschar is not explicitly mentioned in the labeling but could be secondary to ischemia. No corrective or preventive action will be initiated. Manufacturer evaluation: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14069-1.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2016 by a physician which refers to a female aged (B)(6) years. Follow-up performed on (B)(6) 2016: after the procedure, the patient developed nodules and erythema on the mandibular zone and about 3 cm beside the left lip commissure. As corrective measure, the following products were introduced: topical diprogenta [gentamicin sulfate][betamethasone dipropionate], hyaluronidase, prednisone 40mg/day and clarithromycin 500 mg every 12 hours. The reporter explained to have introduced these measures for believing that the patient had developed an allergic reaction. Follow-up performed on (B)(6) 2016: the reporter informed that the patient was presenting with an important evolution of her clinical condition. He was also advised to suspend the use of diprogenta in that moment and introduce a reparative cream such as cicaplast [copper gluconate] [zinc gluconate] [manganese gluconate] [hyaluronate sodium][madecassoside]. The patient exhibited no sign which would suggest the occurrence of an infection. The use of prednisone for 14 days and clarithromycin for 10 days will be maintained, without damages to the patient. Follow-up performed on (B)(6) 2016: the reporter mentioned that the patient obtained an expressive improvement of her clinical condition, so that a complete disappearance of the nodules, erythema and pain were perceived. The medical conduct remained untouched. Follow-up performed on (B)(6) 2016: the reporter mentioned a complete resolution of the patient's case. The only detail he still noticed was a rose-colored area, present on the zone, which had been previously affected. Follow-up received by e-mail on (B)(6) 2016: the reporter sent an e-mail to galderma, detailing some other aspects of the case. He informed that the most probable adverse presented by the patient would be a type IV hypersensitivity reaction (formation of a deep nodule in the malar and in the left mandibular areas, resulting in a possible initial vascular occlusion provoked by compartmental syndrome. In the cited zones (malar and in left mandibular ones), the patient also developed minor nodules, which resolved completely following the injection of hyaluronidase. According to him, the events resolved completely after approximately 1 week after the procedure. He denied that the patient had been hospitalized owing to the adverse events. Until the time of the contact, no new corrective measures had been introduced either a novel application of restylane, which showed being relatively contra-indicated for the patient. No other details were given by the reporter.